Event description:
On (B)(6) 2025, the patient underwent an endovascular procedure to treat an aortoiliac aneurysm utilizing gore® excluder® iliac branch endoprosthesis (iliac branch component) and gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) extending into the external iliac artery (reference (B)(4) for the vbx device). At the patient's one month follow-up scan, everything looked ok; however, there appeared to be a narrowing below the vbx device in the external iliac, so the physician elected to put the patient on eliquis out of concern of thrombosis. On (B)(6) 2026, at another follow-up scan, there was thrombosis in the vbx device in the external iliac to the flow divider of the iliac branch component. Reportedly, the interface between the artery and the vbx device looked "kinked"; however, the vbx stent itself looked ok besides the thrombosis, as it did not look narrowed. The physician reported the cause of the thrombosis was the patient's small, calcified arteries and tortuosity; however, the patient's artery sizes were reportedly on label for device size. On (B)(6) 2026, the patient underwent a reintervention procedure where the physician was planning to remove the clot and extend the vbx device. The physician opened up the patient's right common femoral artery for access to see if they could get a wire up the occluded right external iliac artery. The physician attempted this for about five minutes and then elected to do a fem-fem bypass instead using a gore® propaten® vascular graft. It was reported the patient was doing fine at this point.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. Gore clinical imaging evaluation: the imaging evaluation performed by a clinical imaging specialist showed the following: one time-point available for evaluation: post-implantation cta dated (B)(6) 2026. The proximal vbx stent extending into the rci/reia appears to be compressed and occluded. The length of the occlusion within stent(s) appears to be ~13cm, by centerline. There is occlusion throughout the implanted stent(s) in the rci and distally in the reia and the native vessel distally to the level of the right femoral head. Contrast is visualized in the right external iliac artery at the level of the right femoral head. The contrast appears to originate from a collateral vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.